Manufacturer narrative:
Visual inspection of the implant revealed evidence of a fractured screw inside the implant. The exterior of the implant was damaged, likely from the implant/screw removal attempts. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.

Manufacturer narrative:
Implant was returned (B)(6) 2016. Discarded.

Event description:
The dentist reported a crown broke off of the implant. The abutment screw had broken off inside. The dentist could not remove the screw, therefore the implant was removed and a new one placed.